Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.